Manufacturer narrative:
The initial report indicated the lot # of the affected contour test strips as 8ej3b0rb. Based on the clarification received from the customer, the correct lot # is 8ej3b04b. Has been updated with this information. The customer did not return the suspected product. An in-house testing was performed using an in-house contour meter and in-house contour test strips from lot # 8ej3b04b, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that the customer obtained a blood glucose reading of 97 mg/dl at 12:52 p.m. On a contour meter. At around 1:00 p.m., the customer ate lunch. At 2:33 p.m., another test was run and a reading of 104 mg/dl was obtained. At 2:45 p.m., the customer informed advocate that he was not feeling well. The customer was presenting symptoms such as vomiting, disorientation, confusion, unawareness, dizziness, excessive thirst, and then got unconscious. At around 2:50 p.m., the advocate called paramedics. The paramedics arrived at 3:32 p.m. And ran a blood glucose test with their meter obtaining a reading of lo, which was indicative of below measurement range. The paramedics gave oxygen to the customer and took him to the hospital. The customer was in the hospital for 9 hours under observation. The customer did not know the treatment provided in the hospital. The customer was discharged on the same day from the hospital. The customer used all the test strips, therefore, test strips are not expected to be returned. A replacement meter kit was sent to the customer.